Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and chest discomfort. At a routine device check, an x-ray was performed which revealed that the lead was fractured, and the insulation was broken. A polarity switch occurred due to high/infinite impedance, and there was oversensing observed. Reprogramming was performed, and the lead remains in use. No further patient complications have been reported as a result of this event.